Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experienced low blood glucose. Blood glucose at the time of incidence was less than 41 mg /dl. On next day of low blood glucose event, customer's blood glucose was 62 mg/dl as customer treated low blood glucose with food. Insulin pump also received hardware low level failures alarm. Insulin pump also have low battery issue. Insulin pump will not be returned for analysis.